Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired with an ilet system stopped providing readings after three days of wear, leading to repeated pairing failures despite code reentry, g6/g7 toggling, and ilet restarts. The user then received calibration failed and replace sensor alerts, and the sensor was removed and replaced per troubleshooting and education. Symptoms included hyperglycemia, with a reported fingerstick blood glucose (bg) of 292 mg/dl while the ilet was not receiving cgm values. Outcomes included interruption of automated insulin dosing and a transition to blood glucose run mode with manual bg entries until a replacement sensor could be obtained. Investigation included technical support¿guided troubleshooting, device setting verification, code reentry attempts, device restarts, and user education. Investigation of this case revealed repeated pairing failures and a calibration failure leading to a replace sensor condition, with hyperglycemia associated with loss of cgm input to the ilet. It was concluded that the event was consistent with a cgm sensor communication and calibration failure resulting in loss of automated insulin adjustments and subsequent hyperglycemia, with resolution through removal of the failed sensor, manual bg management, and instruction to replace the sensor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.